Event description:
The customer reported that the 840 ventilator safety valve malfunctioned while in use on a pt. The pt was not harmed or injured as a result of the event. The customer could not duplicate the reported failure and reported to have passed extended self test (est) and short self test (sst). It is not verified that the vent was inoperable, and that a malfunction occurred.

Manufacturer narrative:
Puritan bennett was not authorized to repair the device.